Manufacturer narrative:
Unit passed displacement test and active current measurement, however unit failed sleep current measurement and received unexpected battery power loss shown in power graph due to moisture damage at electronic assemblies and corroded battery tube. Unit alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.